Event description:
It was reported that the patient was experiencing pain in his back and legs. A rotor study was done and the logs were checked. The pump motor stalled and never recovered. The pump was replaced. The patient status was reported as ¿alive - no injury¿. The pump was delivering dilaudid (1.5 mg/ml at .3 mg/day). It was later reported that the patient did not have an MRI or anything that would cause a pump stall; the cause of the stall was unknown. Following the pump replacement, the patient was receiving good therapeutic pain control.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication stall due to gear wheel 3. (B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.